Event description:
During index procedure the physician successfully deployed one endeavor sprint drug-eluting stent in the 1st obtuse marginal. Approximately 21 months post index procedure patient experienced mi and stent thrombosis. The stent thrombosis was treated by revascularization of 1st obtuse marginal using 3 non-medtronic stents the following day. Patient expired on the same day as the revascularization. Cause of death was mi. Investigator indicated that the report mi was not related to the study device.

Event description:
Investigators has assessed that the stent thrombosis, tvr and death were not related to the study device. The patient was not taking clopidogrel and aspirin prior to the events. The mi was treated with thrombolytic therapy.

Manufacturer narrative:
(B)(4). Results: mi, death, stent thrombosis, intervention.